Manufacturer narrative:
The device was returned for analysis. The reported stretched stent was able to be confirmed. The reported activation failure and the reported entrapment of device was unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that after successful stent deployment during attempted device removal the tip of the device inadvertently got caught on the deployed stent resulting in the noted bent tip lumen and the reported stretched stent/noted stretched and bent stent; thus resulting in the reported activation failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Manipulation of the compromised device likely resulted in the noted multiple stent sheath kinks. As reported, a small opening was made in the skin to put in a .035 guide wire next to the introducer sheath and the guide wire, introducer sheath and the supera sess were removed a single unit. Another 6 fr sheath was placed to stabilize the dissection. Once stabilized, the artery was closed and manual compression was performed. A cine was received and reviewed by an abbott vascular clinical specialist. Cine review: one single still image was submitted for review. The stent in the image provided appears to be undeployed. It cannot be definitively determined if the stent is elongated or stretched as reported. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) and external iliac artery. Prior to the interventional procedure a dissection was noted in the external iliac. First two supera stents were implanted in the sfa without issue. Then, the 7x60mm supera self-expanding stent system (sess) was advanced through a 6fr introducer sheath to treat the dissection. The stent was released; however, when the second deployment lock was unlocked and delivery system was attempted to be removed, the stent was noted to still be attached and became stretched. Therefore, a small opening was made in the skin to put in a .035 guide wire next to the introducer sheath and the guide wire, introducer sheath and the supera sess were removed a single unit. Another 6 fr sheath was placed to stabilize the dissection. Once stabilized, the artery was closed and manual compression was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.